Event description:
It was reported that the patient's left knee was revised. The threads of a 17x100 pressfit stem, which had been cemented in, broke off inside of the femoral component. The stem, size 2 ts femur, and 2x16 ts insert were revised to a size 3 ts femur with augment, stem and extender, and a 2x13 ts insert. Rep confirmed there were no allegations against the revised insert. Rep reported that images can be provided. Otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding crack/fracture of the femoral stem involving a femoral component was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. The patient was revised due to fracture of the femoral stem. There were no reported allegations against the femoral component, extension piece, tibial component, or bearing components, and they were only revised as the entire construct was exchanged to address the fractured femoral stem. A full investigation is completed on the femoral stem within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. The threads of a 17x100 pressfit stem, which had been cemented in, broke off inside of the femoral component. The stem, size 2 ts femur, and 2x16 ts insert were revised to a size 3 ts femur with augment, stem and extender, and a 2x13 ts insert. Rep confirmed there were no allegations against the revised insert. Rep reported that images can be provided. Otherwise, no further information will be released by the hospital or surgeon.